Event description:
The (B)(4) distributor returned battery pack (B)(4) for a non-reportable issue. During evaluation of this battery pack, it was discovered that a wire was broken inside of the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. Upon investigation, it was found that the battery was unable to hold a charge. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery.